Event description:
The customer reported a "no shock delivered" message during a patient event.

Manufacturer narrative:
(B)(4): the device was evaluated by philips and the symptom could not be duplicated. The device passed all testing. Based on the customer's report and the patient outcome, we are considering this a malfunction. There is no report that device behavior impacted patient outcome. We cannot determine the cause, since the symptom was not duplicated.